Manufacturer narrative:
Correction: conclusion code 4315 was used by mistake instead of 67.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following high energy tonic usage, the ipg became inoperable. Ipg reached end of service (eos), and it is unknown if the ipg depleted prematurely. As a result, surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.